Event description:
It was reported the subject device laser was found to be defective when opened, the fiber was broken. This issue occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field(s): d4, d9, g1, g4, h2, h3, h4, h6, h11 correction to d4 serial number reported in the initial report was correction to lot# based on the results of the investigation, olympus confirmed the reported event, however, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.